Event description:
It was reported that episodes of non-sustained right ventricular oversensing (nsrvo) were noted on a remote transmission. Further review of the episodes indicated post-paced t-wave oversensing. Programming changes were discussed. The patient was stable pre, during, and post episode.